Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving adequate coverage. An impedance check revealed a couple of invalid contacts. X-rays showed the lead is disconnected from the ipg. As a result, the pt will undergo surgical intervention.